Event description:
It was reported to gore that on (B)(6) 2002, a patient underwent a procedure for the treatment of pelvic organ prolapse and stress urinary incontinence where a gore mesh device was allegedly used. The complainant alleges that the patient suffered significant pain and bodily injuries allegedly resulting in death.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: it was reported in the medical records dated (B)(6) 2002: that the patient underwent a laparotomy with lysis of abdominal and pelvic adhesions and suspension of the vagina using a reported gore dualmesh device. It was reported in the medical records dated (B)(6) 2007: that the patient underwent a laparoscopy with lysis of intestinal and pelvic adhesions, excision of (gore) mesh, and laparoscopic suspension of the vagina. The medical records note that the mesh was still attached to both the sacrum and the vaginal vault. The mesh was excised and removed through the vagina. Upon removal the records indicate the vaginal vault lacked support. The vagina was suspended to both uterosacral ligaments according to the records. There was no evidence or indication of recurrence or erosion from vaginal prolapse repair. It was reported in the medical records dated (B)(6) 2010: that the patient underwent an anterior and posterior colporrhaphy, paravaginal repair, cystocele repair, sacrospinous ligament fixation, transvaginal tape procedure, insertion of mesh (non-gore device) and cystoscopy. Complications were as "during insertion of sparc needle introducer a bladder dome perforation was noted and corrected. Patient will require a foley catheter for 7 days." It was reported in the medical records dated (B)(6) 2010: that the patient underwent a vaginectomy, excision of chronic post operative ulceration, fistula vaginal cuff. It was reported in the medical records dated (B)(6) 2010: that the patient underwent a vaginectomy, excision of chronic post operative ulceration, fistula vaginal cuff. It was reported in the medical records dated (B)(6) 2011: that the patient underwent a vaginectomy, excision of chronic post operative ulceration, fistula vaginal cuff and removal of mesh material. It was reported in the medical records dated (B)(6) 2011: that the patient underwent placement of a ureteral stent, lysis of adhesions, exploratory laparoscopy, colonoscopy, excision of pelvic mesh (non-gore) and placement of additional biologic mesh (non-gore). Approx. (B)(6) 2011 the medical records indicate a bowel resection was performed for necrotic bowel. It was reported in the medical records dated (B)(6) 2011: that the patient was diagnosed with "septicemia in septic shock" and underwent exploratory laparotomy with left extended colectomy and hartmanns procedure, takedown of splenic flexure, distal small bowel resection and end ileostomy. Post operatively, the patient was sent to the ICU in "very critical condition". It was reported that the patient expired on (B)(6) 2011. Based upon the available information, the gore device was removed from the patient approximately 4 years prior to the patient's death. The patient underwent multiple, subsequent surgical procedures with non-gore devices resulting in complications. A death certificate and/or a medical examiner's report has not been provided.